Event description:
Dealer called stating that when the 65100 rollator was removed from the box the seat was allegedly cracked on the side where it snaps onto the frame. No indication from the box that the product was damaged. This product did not make it to an end user. Replaced under warranty order #(B)(4).